Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion. Event date is an approximation. Device information: similar product to 190-000.

Event description:
The customer reported a false positive patient result with the ID now covid-19 assay performed on an unknown date using a nasopharyngeal swab. Repeat testing was not performed. Pcr confirmation testing was performed the following day using a nasopharyngeal swab that generated a negative result (CT values not provided). The customer stated the patient was symptomatic and had fever. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
This supplemental report is being submitted to provide the investigation conclusion to the previously reported event. The required intake information to enable further investigation, such as the kit's lot number and logfiles, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue as no information was provided for investigation.